Event description:
Delay of vasoactive medication therapy during alarm condition reported. There has been a report of two pt incidences where a delay of vasoactive medication therapy occurred because of required tubing changes during alarm conditions. Additional info has been requested, but no further info has become available. If further info becomes available, it will be forwarded to the agency.